Manufacturer narrative:
H11. Manufactuer narrative- endophthalmitis is a rare vision-threatening intraocular inflammation, most commonly due to exogeneous organisms introduced via ocular surgery, intravitreal injections, or trauma. See dfu warning: staar surgical icls are packaged and sterilized for single use only. Cleaning, refurbishment and/or resterilization does not apply to these instruments. If one of these instruments is reused after cleaning, refurbishment and/or resterilization, there is a high probability that the instrument has become contaminated, which may lead to endophthalmitis and inflammation. The event could be multifactorial in nature including patient and/or procedure related factors. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced endophthalmitis. Reportedly, "complication case of endophthalmitis that occurred with a surgeon in egypt who, importantly, is not certified to perform evo icl procedures". The lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information: b5.- a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced endophthalmitis, uveitis/ iritis, permanent loss of bcva, and discomfort. A vitrectomy was performed. Treatment performed: medication was prescribed. In a separate surgery the lens was explanted. Reportedly, "complication case of endophthalmitis that occurred with a surgeon in egypt who, importantly, is not certified to perform evo icl procedures". The cause of the event was reported as the device. H6. Health effect- impact code (e): "1940/ 2122/ 2330/ 2137" should be added. H6. Investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. H11- manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Manufacturer narrative:
Additional information: b5.- a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced endophthalmitis. A vitrectomy was performed and medication was prescribed. In a separate surgery the lens was explanted. Reportedly, "complication case of endophthalmitis that occurred with a surgeon in egypt who, importantly, is not certified to perform evo icl procedures". H6. Health effect- impact code (f): "4614" should be removed and "4627/ 4625/ 4644" should be added. H6.-health effect- impact code: 4625-a vitrectomy was performed. Claim# (B)(4).

Manufacturer narrative:
Additional information: h6- type of investigation code: 3331- device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim # (B)(4).